Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with frequent low battery alerts, failed battery test, and damage to their insulin pump. It was reported that there were scratches on the screen surface. It was reported that the customer had issues with high and low blood glucose levels. No further information was provided.